Manufacturer narrative:
D6; device returned with no lot ID.

Event description:
The device was used during a laparoscopic cholecystectomy. It was reported the device's firing button would not engage. The device was from lap chole kit ftco6. The device was not used in the procedure. 9/27/96-the rep reported the surgeon used a 5mm trocar to complete the case.